Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom. It was reported that details of an incident of a device test consist of burrs/fragments and gaps on the serrations. All med watch submissions related to this report are: 9610612-2017-00128, 9610612-2017-00129, 9610612-2017-00133, 9610612-2017-00134.